Manufacturer narrative:
The device was not returned to olympus for inspection, this phenomenon was confirmed by checking the photo of the actual device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on past investigation results, the reported event was inferred to have occurred through the following mechanism: it is possible that the probe breakage was caused by contact with other equipment or the grasping section as shown below. <contact with a surgical instrument> 1. During the ultrasonic output, the probe came into contact with metal objects, or surgical instruments. 2. Scratches appeared on the probe. 3. Force applied to activate the ultrasonic output or to grasp the tissue resulted in cracks forming at the scratched area. 4. Force applied to the probe caused it to break. <contact with non-insulated area of grasping section> 1. The grasping section was closed without grasping any tissue while the ultrasonic output was activated (including after tissue resection), leading to wear on the tissue pad. 2. Due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. Ultrasonic output was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. 4. Force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. 5. Force was applied to the probe, causing it to break. The event can be prevented by following the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation (photo), the ultrasonic surgical device exhibited the probe was broken off. There was no patient involvement.